Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump case would not clip securely causing the pump to fall. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.